Event description:
Lens was explanted when a haptic broke during insertion.

Manufacturer narrative:
Hso is attempting to get patient initials from the facility. Lens was removed from the eye with no injury/complication for the patient.